Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of missing pins in the patient cable of the mobile power unit (mpu) was confirmed. A review of the submitted event log file spanned approximately 2 days (02feb23 ¿ 03feb23 per time stamp). There were no active atypical alarms present in the log file. During the evaluation of the returned mpu, serial (B)(6), the patient cable had two missing pins in the black connector, and a cracked handle. The system powered up as intended and passed all tests. All old labels were cleaned and removed. The patient cable and handle were replaced, and preventative maintenance was performed. The unit was returned to the rental pool. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during a routine follow-up visit, two pins of the black socket of the mobile power unit (mpu) connected to the system controller were broken. The mpu functioned as intended. No errors were found in the log files. The pins were slightly bent before and after the forced connection, the pins broke. The broken pins were not present in the system controller socket. The damaged mpu was replaced.